Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's screen had scratches, which makes harder to read the screen. The customer reported that the device made noise, and took longer during the rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.